Event description:
Information received by medtronic indicated that the insulin pump had a crack on back of pump. Customer also reported moisture damage. No harm requiring medical intervention was reported. The customer discontinued to use the device.

Manufacturer narrative:
(B)(4). Retainer: black. The insulin pump was returned for cosmetic damage located on the battery compartment and moisture exposure found on (B)(6) 2022. The insulin pump displayed a flashing medtronic logo after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or download the trace/history files using thump due to flashing display anomaly. The pump was cut open to perform visual inspection and moisture damage was found on the inside of the battery tube, on the electronic assembly (electrical boards), the motor, and force sensor. Flashing medtronic logo after power on is due to moisture damage on the electronic assembly (electrical boards). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, pillowing keypad overlay, stained serial number label, cracked battery compartment, and cracked battery tube threads. Cosmetic damage on the battery compartment, battery tube threads, flashing medtronic logo, unable to download trace/history files, and moisture damage are confirmed. Flashing medtronic logo after power on fault and unable to download the history files due to moisture damage on the electronic assembly (electrical boards). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.